Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. The patient experienced loss of consciousness, and the cgm was reading 7.7 mmol/l and the blood glucose reading was 4.4 mmol/l. She was home alone and without any reported warning symptoms, fainted and fell to the floor. The patient does not know how long it took for her to regain consciousness. It is stated that she did not take any medication, but she did take dextrose. Due to the fall the patient has a few bruises on her body and an ¿umbrella¿ wound on her elbow. The patient claimed that the fall happened due to the wrong values. No further treatment was given and at the time of the report the patient felt fine. There was no documentation of medical intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Health effect - clinical code problem code: 4581 (umbrella) wound / code not available. Health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.